Manufacturer narrative:
(B)(4). Event date unk. Batch # u5e09n. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with shrouds damaged and the firing mechanism damaged and with a tr45a reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? I had the surgeon and resident force the handles open. It took multiple tries and at least 10 minutes. They used a kelly to pry the handles apart. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Yes and I had them try to pull the first handle open. The traditional way of trying to open the instrument failed. Did the jaws eventually open? Yes. Could you please clarify if there were any patient consequences? There were no. Patient consequences. A second instrument was opened in the appendix removed could you please clarify if was any change in the post-operative care of the patient none that I am aware of. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler locked on the appendix and would not open and did not fire. Surgeon was able to pry instrument open and got it off. A second instrument was opened and they fired the instrument. No other information is available.